Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the oxygen flow was too high. There was no patient involvement.

Manufacturer narrative:
MFR received date: 02 oct 2019. A credit was issued to the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the oxygen flow was too high. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 28oct2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the defective u1 on the o2 flow sensor pcba created the o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event